Event description:
Unit delivered to clinical engineering because the oxygen percentages (fio2) flowing from ventilator and measured by a stand-alone oxygen monitor did not match what was programmed into the vent. When the unit was tested no obvious problem could be found. Because this was the second time this same vent was sent to clinical engineering the technician decided to confer with a draeger service representative. Draeger suggested that the volume output be tested for the individual flow valves. When this was performed, the tech found that both outputs were within the allowable tolerances. However, the air flow was at the very bottom of the allowable scale and the o2 flow was at the very top of the scale. Draeger stated that in this condition and when the vent is trying to do a leak compensation for the patient circuit, a discrepancy can occur in the delivered output. Draeger recommended the control circuit boards for the valves be swapped and the outputs tested again. When this was done both outputs were then measured. Readings indicated both air and oxygen tolerances were then close to enough to the target for proper operation. Draeger suggested the unit be placed back into service with the note that the fio2 be watched closely on the next few patients as a simple precaution. Since this was reported in june the ventilator has been working properly.device #1is this a laboratory device or laboratory test?no.